Event description:
Additional information received noted that the patient was scheduled for normal follow ups and was asked to contact the cardiologist if any symptoms persist.

Event description:
Boston scientific received information that during a routine follow up the patient reported symptoms of recent blackout and near blackout. A device check showed normal pacing impedances and occasional noise on the right ventricular electrocardiogram suggesting an insulation issue. When the patient was sitting down it was noted that rapid atrial pacing was observed acceleration from the lower rate limit to close to max sensor rate, and the patient started to feel dizzy. The device was reprogrammed to recalibrate the minute ventilation sensor and no rapid pacing occurred at rest. Technical services discussed a possible underlying lead issue impacted the minute ventilation sensor response causing inappropriate rate to max sensor rate. The field representative confirmed there was nothing connected to the patient during follow up when the rate went up to max sensor. A save to disk was sent for review to engineering. No adverse patient effects were reported. The device and right ventricular lead remain implanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of the data disk by engineering noted that the device had no resets. The noise observed on the right atrial lead was discussed to be affecting the minute ventilation signal and driving the rate high. The fluctuation in pacing impedances suggest a possible issue with the right atrial lead insulation. Engineering discussed evaluating the right atrial lead. At this time the system remains implanted.